Event description:
The customer reported being hospitalized due to a stomach virus a month and a half ago. The customer's blood glucose levels were over 500 mg/dl at the time of the event, but the customer felt the insulin pump was not the cause. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.